Event description:
It was reported that the user noticed that screws on the collimator intermediate plate were lose. The room was shut down and in house maintenance unsuccessfully attempted to adjust/tighten the screws. Ge service was called. During the night and prior to ge service arriving the following day, the collimator fell on the table. The system was repaired and placed back into service. No injuries were reported.